Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab (fa lab) was unable to replicate the reported problem. The customer reported issue was resolved by replacing the o2 blender and hybrid board. The revel unit passed all bench testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Equipment was received in vyaire facility for evaluation. The event trace is being downloaded. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator has blending problems and the blender needs rework. The customer confirmed that there was no patient involvement associated with the reported event.